Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 435 mg/dl and treated with injection. Customer declined high blood glucose troubleshooting as he knows it was due to the absence of an operating insulin pump. Customer reported that somehow lost the battery cap and the battery and now found the old cap and it fits and the insulin pump is just giving warning signs with vibrations. The insulin pump will not be returned for analysis.